Event description:
It was reported that the device detected noise reversions of myopotential oversensing. Patient was asymptomatic. The ICD was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.